Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Test strip lot number is expired - unable to perform retention testing. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). Customer stated that she is feeling dizzy; medical attention was not needed at the time of the call. Customer had gone to the pharmacy to purchase new meter and test strips and had performed a blood test prior to the call and obtained a result of 76 mg/dl non-fasting. The product is stored according to specification in the living room. The test strips are expired: manufacturer¿s expiration date is 04/30/2023 and open vial date was not provided. The customer did have another vial of test strips that had been stored and handled correctly: zc5990s, manufacturer's expiration date of 08/27/2026 and opened day of call.